Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). Following deployment of the closure device a pericardial effusion was observed on the posterior area of the heart and the patient became hypotensive. All release criteria were met and the closure device was implanted. A pericardiocentesis was performed and 80cc of fluid was removed. The patient stabilized and was discharged one day post index procedure.